Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's battery did not last longer than 7 days and customer had to use several batteries to get the insulin pump work. Insulin pump was louder during rewinding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.